Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: total number of patient procedures where the suture broke - not supplied by dr. The quantity of sutures that broke per procedure - not supplied by dr. The product code(s) and lot number(s) - not supplied by dr. Procedure name(s) and date(s)- not supplied by dr.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Total number of patient procedures where the suture broke, the quantity of sutures that broke per procedure, the product code(s) and lot number(s), procedure name(s) and date(s), patient consequences and subsequent intervention to treat the adverse consequences.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture material breaks off 5 mm from the needle end during use. It was also reported that the patient experienced wound dehiscence with no treatment reported.